Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient died post pipeline treatment of ruptured aneurysm in acute phase located in the posterior communicating segment of the internal carotid artery. It was reported that two hours post procedure the patient was in a deep coma, CT was checked and the patient died 20 hours post surgery. It was reported that four coils were implanted and ¿adherent¿ of the pipeline was noted to be good. The procedure was completed successfully.